Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer has a damaged pump because of her puppy, reservoir does not lock in place. No troubleshooting done, the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with dog chew marks on reservoir tube lip noted